Event description:
It was reported to philips that the system was unable to completely boot up. The user had to perform multiple restarts before the system was fully up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse worked with help desk sent in log files and performed the image recreation and rebooted the system, which resolved the reported issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.